Event description:
Pt had large lumbar arteries. At the conclusion of the procedure, a type ii endoleak was noted. Physician elected to monitor the pt for a resolve of the endoleak. During a follow-up exam, several months past the initial aneurysm repair and endovascular graft implantation, the type ii endoleak was still persistent. The physician elected to resolve the endoleak by embolizing the lumbar artery. Endoleak was resolved.